Event description:
The patient was undergoing a medical procedure using a neuron delivery catheter 070. While attempting to insert a neuron delivery catheter into a rotating hemostatic valve, the physician noticed the tip of the neuron catheter was ovalized. The device was not used in the procedure.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the neuron 070 was ovalized from approximately 4.0 cm to approximately 6.0 cm from the distal end. Conclusion: the complaint has been evaluated. The initial complaint indicated that during an attempt to advance the neuron 070 into a rotating hemostatic valve (rhv), it was noticed that the catheter tip was flat. Evaluation of the returned device confirmed ovalization of the neuron 070 distal tip. This type of damage typically occurs due to improper handling during removal from packaging or insertion into the rhv. If the device was removed from packaging or manipulated into the rhv with force at an angle, it is likely that this type of damage would occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.